Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm in diameter fusiform abdominal aortic aneurysm approximately two months ago. Vessel morphology was reported as there was an infra-renal angle of 45 degree, the proximal aortic neck was 28 mm in diameter and 21 mm in length. The distal aorta was 40 mm in diameter. The right iliac artery was 11 mm in diameter and the left iliac artery was 14 mm in diameter. The right and left femoral arteries were 10 mm in diameter. At the end of the left iliac stent graft there was an acute angle and therefore to be sure that this would not cause a future problem, the physician elected to implant a self-expanding stent across the distal left stent graft limb. The patient experienced an anesthetic complication that was treated with medication. The investigator assessment states that the event was not related to the study device; however it was related to the study procedure. It was noted that the one month CT with contrast revealed that the patient had a type ii endoleak that was left uncorrected. The investigator assessment states that the event was not related to the study device; however it was related to the study procedure. No clinical sequelae were reported and the patient is fine. The films were reviewed and demonstrated that the contra limb and extension were placed on the left side, and the bifurcate was just below the renal artery. The proximal aortic neck diameter measured 26 x 28mm. The abdominal aorta was dilated in two locations. The left iliac artery was acutely angulated laterally at the distal end of the contralateral extension, and a stent was placed within the contralateral extension at this angulated location. No other stent graft kinks or occlusion was noted within any of the stent graft components.

Manufacturer narrative:
(B)(4). Evaluation, methods: (films) evaluation, results: (cause of the anesthesia complications are unknown). Evaluation, conclusions:(cause of the anesthesia complications are unknown).